Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the arterial waveform could not be displayed, it was in a straight line. The flushing pipeline was reset to zero, and there was still no arterial waveform after repeated attempts several times. The patient's blood pressure could not be monitored. There was patient involvement, and no patient harm/adverse event reported.